Event description:
Clinical review/rationale: the impella cp was placed via the femoral access to support the 72-year-old male admitted in with cardiogenic shock and acute myocardial infarction with known coronary artery disease. The cp was supporting the patient along with ECMO in the ICU when the team observed positional alarms on day 2 of support. The red alarm for "in aorta" resolved and support proceeded. The following day there was imaging performed and the team observed thrombus burden around the pigtail. There was no intervention or pump explant, rather the team kept the patient on the systemic heparin for anticoagulation needs.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H3 (device evaluated by manufacturer?) Was updated. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details and no defect finding in the returned product.

Manufacturer narrative:
Additional information was provided b2, b5, d9, h1, h6 was updated.

Event description:
Clinical narrative updated: clinical review/rationale: the impella cp was placed via the femoral access to support the 72-year-old male admitted in with cardiogenic shock and acute myocardial infarction with known coronary artery disease. The primary mcs was ECMO with the impella cp providing lv unloading. While in the ICU the team observed position alarms on day 2 of support. The red alarm for "in aorta" resolved and support proceeded. The following day via transesophogeal echo a large thrombus was noted on the impella catheter. Initially there was no intervention or pump explant, rather the team elected to keep the patient on the systemic heparin for anticoagulation needs. It was later decided to exchange the pump due to the thrombus and the patient expired later that day. The death will be conservatively reported on the initial impella cp however the death is most likely due to the patients underlying condition.